Event description:
Related manufacturer reference number:1627487-2022-02484, 1627487-2022-02483. It was reported that the patient experienced ineffective therapy following diving 100ft. Troubleshooting revealed the l3 lead migrated and the l2 lead was not providing therapy. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.